Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the balloon has been inflated but was returned in a deflated state. The complaint product shaft is kinked at two locations. Contrast medium residue was observed in the balloon- and inflation lumen. Functional testing was performed by inflating the product with 14 atm (np) and 20 atm (rbp). The balloon inflated normally, did not show any damage or leakage, and could be deflated normally. The inflated diameter was measured with 3.75 mm and is in specification. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each product is inflated and tested for air tightness by means of a helium leakage test. Based on the conducted investigations of the device being subject to this complaint, we can confirm that no product failure could be determined.

Event description:
A pantera leo coronary balloon catheter was selected for treatment of a severely calcified lesion (stenosis degree: 96 percent). After releasing a stent, it was observed, that the stent did not expand. Therefore, a pantera leo balloon was used. The balloon was inserted and inflated until 8 amt, but the balloon burst. Another balloon was used to complete the procedure.

Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the balloon has been inflated but was returned in a deflated state. The complaint product shaft is kinked at two locations. Contrast medium residue was observed in the balloon- and inflation lumen. Functional testing was performed by inflating the product with 14 atm (np) and 20 atm (rbp). The balloon inflated normally, did not show any damage or leakage, and could be deflated normally. The inflated diameter was measured with 3.75 mm and is in specification. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each product is inflated and tested for air tightness by means of a helium leakage test. Based on the conducted investigations of the device being subject to this complaint, we can confirm that no product failure could be determined.